Event description:
Additional information was received that the suspected cause of the event was due to a non-abbott lead, there was no alleged malfunction on the device.

Event description:
During a remote follow-up, far-field p-wave oversensing (ffpwos) episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.